Event description:
Rn had spiked glassia (IV mini bag) with pump infusion set. As she was uncoiling the IV tubing, the tubing separated from the drip chamber. Medication/IV fluid lost on floor, and preparation was contaminated.